Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer wanted to know how to correct error code 13-1033-149.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 13-1033-149.

Event description:
It was reported that the customer wanted to know how to correct error code 13-1033-149.

Event description:
It was reported that the customer wanted to know how to correct error code 13-1033-149.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 13-1033-149. Technical support- reflash software. Replace logic board. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from 08/01/2012 to 11/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that the customer wanted to know how to correct error code 13-1033-149.